Event description:
A low reading issue was reported with the adc device. A customer reported receiving a ¿lo¿ (readings less than 40 mg/dl) error message when compared to a competitor meter and experienced unspecified hyperglycemic symptoms. The customer was unable to self-treat, requiring the administering of 6iu insulin by their spouse for treatment. No further information was provided. There was no report of death or permanent injury associated with this event. Reportedly, a sensor scan of 39 mg/dl was compared to a built-in result of 250 mg/dl and when the results were plotted on a parkes error grid, they fell into the "d" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.